Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead dislodged. When attempting to reposition the lead a visible breach to insulation was noted. The lead was replaced.